Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling a cartridge with insulin. The customer changed the cartridge and was able to successfully load the cartridge as well as resume insulin delivery. The customer's blood glucose level was not impacted.